Event description:
The customer reported that the jaws would no longer open after being applied to tissue during a nephrectomy procedure. The jaws were removed by add'l resection and another device was used to continue the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.